Event description:
A patient reported on (B)(6) 2016 that they had seen the early replacement indicator (eri) and the end of service (eos) messages displayed on their patient programmer (pp). The patient was dissatisfied with the implantable neurostimulator (ins) longevity, noting that they thought it would last longer because they did not use it at a high setting. They were going to follow up with their health care provider (hcp) to determine the nature of depletion. There was no stimulation. The eri and loss of stimulation had occurred on (B)(6) 2016, and the eos was seen on (B)(6). The indications for use were non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.